Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml lioresal at 1273 mcg/day via an implantable pump. It was reported that the patient's pump was going to be replaced as it was close to eri, but a dye study was performed on (B)(6) 2018 with a manufacturer representative (rep) and the radiologist was not able to aspirate. The surgeon then decided on the day of surgery to replace both the catheter and the pump. It was unknown if any external, environmental, or patient factors may have led or contributed to the issue. The issue was considered to be resolved and the patient was started on a dose of 800 mcg/ml. The patient was noted to be "alive - no injury". No further issues were reported or anticipated.